Event description:
During a sling procedure, the device was being passed behind the pubic bone and the tape separated from the needle. Another device was used to complete the procedure with no adverse patient consequences.